Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the implantable pulse generator (ipg) exhibited possible telemetry issue with "? On the screen". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.